Event description:
As reported, the sealant protection of the sealant part of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The procedure was a transfemoral cerebral angiography (tfca) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation, the sealant remained in the manufactured position, exposed due to the sealant sleeves frayed/split condition.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The procedure was a transfemoral cerebral angiography (tfca) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The sealant remained in its manufactured position, exposed due to the sealant sleeves¿ frayed/split condition. The syringe and procedural sheath were not returned with the device. A functional evaluation was executed, where the corresponding 5f catheter sheath introducer (csi) was introduced onto the device, and it was observed that no friction or resistance was present even though a frayed/split portion was observed to the sealant sleeves. Due to the sealant exposure, a premature deployment was considered to be present; therefore, a deployment mechanism functional analysis was executed. Both buttons (1 and 2) were depressed, showing that the sealant could be deployed and the balloon was retracted as expected. A high magnification analysis of the sealant sleeves was executed. During this analysis, it was observed that the sealant was exposed due to the frayed/split condition observed to the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was confirmed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the observed failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.